Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during patient use of the cleo® 90 infusion set, the infusion pump alarmed for an occlusion. According to the reporter, the patient's blood glucose level was 328 mg/dl and the patient did not have ketones. The patient changed their infusion site and delivered an insulin bolus to resolve their blood glucose. It was reported that the infusion pump alarm was resolved by changing the infusion site. It was reported that no patient injury occurred due to the reported event. Related MFR#: 3012307300-2017-00717.